Manufacturer narrative:
Device evaluation summary device evaluation of belt sn (B)(4) has been completed. As received, the belt was found to be missing the trunk cable. Once the trunk cable was replaced, the belt passed all incoming functional testing which verified proper functionality of the ECG acquisition and pulse delivery circuitry. The root cause of the missing cable was physical abuse. There is no allegation or indication that the missing trunk cable caused or contributed to the patient death.

Event description:
A distributor returned belt sn (B)(4) for investigation. The belt was last used by a patient who passed away while not wearing the lifevest. Upon receipt the belt was missing the trunk cable. Once the trunk cable was replaced, the belt passed all functional tests. The distributor reported that the patient passed away on (B)(6) 2015 however the last date of use of the lifevest was (B)(6) 2015. There were no allegations that the damaged electrode belt contributed to the patient death. A review of flags during patient use reveal that the belt was communicating with the monitor